Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via 112th annual meeting of the japanese urological association that a prospective study was conducted to show the initial experience of water vapor energy therapy (rezum) for benign prostatic hyperplasia at three hospitals in iwate prefecture. The objective is present the initial findings of water vapor energy therapy (rezum) for lower urinary tract symptoms associated with benign prostatic hyperplasia. According to this information the patient profiles, perioperative adverse events, preoperative and postoperative urinary flowmetry were assessed in 60 patients who underwent rezum surgery for benign prostatic hyperplasia from july 2023. The mean age was 75 years, and the mean prostate volume was 65 ml. Fifteen patients (25%) were on anticoagulants and antiplatelet drugs. Operative time ranged from 1 to 49 minutes, and the number of stabbings ranged from 2 to 10. The prostate volume improved, the maximal urine flow rates increased, and the residual urine volume decreased. The perioperative complications included hematuria in one case and a urinary tract infection in one case, and intermittent catheterization in 15 cases. At the end, the rezum therapy demonstrated effectiveness in alleviating lower urinary tract symptoms associated with benign prostatic hyperplasia.